Event description:
Used ice pack in first aid kit and sustained blisters and burning to lower back. Spoke with customer, who reportedly sufers from chronic low back pain reportedly activated ice pack, applied directly to skin for approximately 10 minutes. After removing the ice pack, customer noticed burning sensation. Customer examined back and found a reddened area with blisters in area where ice pack had been placed. Customer denied placing the product in the refrigerator prior to use and stated the pack did not leak. During routine appointment with chiropractor, he suggested customer apply neosporin to area and vit. E. On 7/16/01 received written letter from customer in which customer alleges, "as of this writting, I am still scarred, and it appears I will be for the rest of my life".